Event description:
Boston scientific crm received information that during explant of this device for normal battery depletion, the explanting physician experienced difficulty removing the atrial lead's terminal pin. A boston scientific technical services consultant (ts) discussed the location of an isolated setscrew for the atrial ring. The physician had not previously located the setscrew; the setscrew subsequently was successfully loosened without incident and the lead removed. The device was explanted and replaced with no adverse patient effects.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.